Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit. They showed a tear in the outer material of the driveline. Rescue tape was applied. Clinically, the patient was having problems with drive line infection/drainage and was admitted on (B)(6) 2022 to initiate intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported superficial damage to the external portion of the patient¿s driveline could not be confirmed as no images were submitted and the device remains in use. A direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. The account reported that the patient presented with a tear in the outer material of their driveline. Rescue tape was applied. The patient had problems with drive line infection/drainage, so they were admitted to initiate intravenous (IV) antibiotics. The submitted log file contained data from 14feb2022 16:12:55 through 21feb2022 16:05:22. Transient pulsatility index (pi) events were captured, resulting in momentary decreases in speed per design. No atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19jul2018. No further information was provided. The manufacturer is closing the file on this event.